Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor but paired it with the libre app instead of the ilet, resulting in the ilet app displaying that the sensor was in use by another device and preventing pairing; the user was educated that an fsl3+ sensor must be started on the ilet app and that a replacement was required. No adverse clinical symptoms reported. Outcomes included no impact on therapy beyond temporary interruption of automated dosing and user inconvenience. User support included troubleshooting and user education regarding correct sensor start-up and device pairing workflow. Investigation of this case revealed the device functioned as designed and that the event was due to use error related to initiating the sensor on a non-ilet application, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to system setup and use.